Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was undergoing stage 1 procedure. It was reported that the patient was in to have stage 1 procedure the night prior to report. It was noted no components were implanted, no incisions made, etc. Prior to the procedure, the patient had an issue with the anesthesia and was in the ICU at the time of the report because of it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the issue with anesthesia was hypoxia with subsequent cardiac arrest. It was reported that the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no cause was identified with regards to the issue with anesthesia. It was also reported that it was unknown if the issue was resolved.